Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was experienced high blood glucose. Blood glucose reading was 433 mg/dl. The customer declined to troubleshooting for the high blood glucose incident. The customer stated that insulin pump keypad cover was peeling off. It was unknown that customer using auto mode feature active at the time of event. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test p-cap and reservoir does lock into place inside the reservoir compartment properly. Device passed the displacement test. Device was received with the keypad overlay peeling.